Event description:
The customer reported that the system arced and experienced an immediate loss of system functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is available at this time and no add'l service info was provided.